Event description:
It was reported that the pt had a granuloma. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested from the hcp, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.